Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases. A leak test and microscopic analysis was performed which identified no leakage with the device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. The unit is not deflated. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.